Event description:
Nurse at doctors office called to have pump replaced. Stated pump is not beeping. Customer's family member stated that customer has had non stop problems with this pump ever since customer received it 11 months ago. Stated pump does not alarm when it is not delivering insulin. Customer was hospitalized due to high blood glucose.